Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient condition and aneurysm could not be conclusively determined through this evaluation. It was reported that the patient was readmitted from (B)(6) 2020 to (B)(6) 2020 due to an aortic annular ectasia and underwent cardiac surgery. There is no association between the aortic annular ectasia and the pump. On (B)(6) 2020, the patient underwent an artificial blood vessel replacement of the ascending aorta due to an aortic aneurysm of 77 mm. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until they were transplanted on (B)(6) 2022. No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted from (B)(6) 2020 to (B)(6) 2020 due to an aortic annular ectasia and underwent cardiac surgery. There is no association between the aortic annular ectasia and the pump. On (B)(6) 2020, the patient underwent an artificial blood vessel replacement of the ascending aorta due to an aortic aneurysm of 77 mm.